Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. Monarch product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that several months following an intraocular lens (iol) implant surgery, a patient complained of temporal negative dysphotopsia in both eyes. The patient recently had visual field testing with some loss in her temporal visual field in both eyes. The symptoms are less at night and worse in daylight. If she closes either eye the shadow goes away in the open eye. This file is for the left eye. The report for the right eye was filed in manufacturing report number 1119421-2015-06296.